Event description:
It was reported that an ilet pump¿s touchscreen became partially unresponsive, allowing unlock but preventing selection on the upper half of the display; a restart via the ilet mobile app did not resolve the issue, and the user was unable to initiate a supply change with approximately 5 units remaining. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included continued device use interruption and guidance to shut down the ilet, sync data to the mobile app, use dexcom app or receiver for cgm viewing, and proceed with replacement logistics and return of the current unit. Investigation included customer service troubleshooting and education. Investigation of this case revealed a persistent unresponsive screen consistent with a touchscreen/display malfunction. It was concluded that the device exhibited a hardware screen failure that warranted replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.